Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Should only be adverse event as there was no device malfunction/product problem (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported the "patient module" and round antenna wire was lost and the patient couldn't charge their device. No patient symptoms or further complications were reported as a result of this event. Additional information was received. It was reported the patient programmer and the charger were being replaced. The patient was being transferred to skilled nursing/rehab facility after staying in the hospital. The tremor in the patient's hand has returned since not having their programmer or charger. Troubleshooting was unknown. No further complications were reported as a result of this event.